Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image guild tube peeling was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the foreign material could not be removed due to physical damage of the device. The foreign material was some type of polyamide nylon, protein, and nitrogen compounds, indicating that it was likely detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional finding during device evaluation. Upon evaluation, it was noted that there was foreign material inside the insertion section of the device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation angle wire broken¿. Due to a cut on angle wire, bending section could not be angulated in the upward direction. There were few additional findings. Due to a pinhole on channel-tube, water tightness was lost. Control unit was sticky due to water leakage. Connecting tube had a dent. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the angle wire of the airway mobilescope was broken. The device was returned and an evaluation at the repair center revealed, the coating of the image guide tube was peeled off (greater than or equal to one (1) millimeter square (mm2)). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.